Event description:
A power-on-reset (por) condition was reported. It was noted that the patient was going to contact their healthcare provider (hcp). If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# v673560, implanted: (B)(6) 2011, product type lead. (B)(4).